Event description:
The balloon of a 2.50 x 13mm cypher stent would not inflate at the target lesion. The lesion was located at the mid left anterior descending branch. The lesion was described as de novo, 99% stenosed with moderate calcification. The reference vessel was moderately tortuous. There was no friction noted when delivering the cypher stent to the target lesion. Pre-dilation was performed and when the cypher stent was being inflated (inflation pressure unknown), the pressure of the inflation device would not increase and the balloon would not inflate. The cypher stent was retrieved from the patient. Leakage was suspected; however, it was not confirmed. A different cypher stent was implanted with no inflation device issues with the same device. The procedure was successfully completed and there was no patient injury. The physician confirmed there were no anomalies with the device prior to use. The device prepped normally. An unknown indeflator was used. No leakage was confirmed. The product was removed intact from the patient. The stent delivery system was not kinked or damaged. The product will be returned for analysis.

Manufacturer narrative:
The product has been returned for evaluation, but the analysis is not yet complete. (B)(4) cypher product (cjs) is not distributed in the united states; however, it is similar to united states distributed cypher product (cxs). Additional information will be submitted within 30 days from receipt.